Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call, the buttons on the insulin pump are faulty. They are not responding correctly as the numbers will scroll up and won't stop on the correct number indicated by the customers. Customer's blood glucose was 13.6 mnmol/l. Customer's parent didn't recall any significant event which may have caused the keypad. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for further analysis.